Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging due to ipg flipped or it was too deep. The patients ipg was replaced and the pocket site was irrigated. The patient was doing well postoperatively and the explanted device component will be returned for analysis.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. As reported observation with testing of the product return. Therefore, the probable cause selected is no problem detected.

Event description:
It was reported that the patient was having difficulty charging due to ipg flipped or it was too deep. The patients ipg was replaced and the pocket site was irrigated. The patient was doing well postoperatively and the explanted device component will be returned for analysis.